Event description:
It was reported by a letter from the surgeon, four days after a laparoscopic cholecystectomy the pt developed a bile leak due to a necrosed cystic duct. This was initially treated with ercp and stenting, but the stent became dislodged and ultimatelly an open exploration was done and the defect was repaired over a t-tube. The rep was notified to collect further info. 5/19/1995 1550 the rep reported the product was an er320, he has no other additional info.